Event description:
It was reported when using the pyxis ciisafe system that it had an application failure, unable to log in to the station. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by performance issue. A technical service engineer assisted to reboot the station to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.